Event description:
Pt was prepped for surgery and dual bovie pad and single argon pad placed prior to positioning for surgery. Once positioned, surgeon removed argon and repositioned on pt in a "sandwich" placement. Surgeon turned on electrocautery for one minute. After surgery when pads were removed, the pt had sustained a burn. Dates of use: 2009. Diagnosis or reason for use: electrocautery. Event abated after use stopped or dose reduced: yes.